Event description:
The customer reported to baxter canada of a clearlink minivolume ext set in which "blood is left in the access port after flushing." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. The sample arrived contaminated with blood. Visual inspection was performed and no defects were observed. Function tests were performed. An extension set was connected to a solution container. Slide clamp was closed and then opened. Additional set was connected, open the slide clamp to proceed with the priming process. Unit results satisfactory to functional test. Clear passage at 8psi, and pressure test at 8psi, was also performed to the unit, resulting satisfactory to both tests. The reported condition was not confirmed. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.